Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during the initial implantation surgery of a light adjustable lens (lal, sn (B)(6), +26.0d), on (B)(6) 2025, the surgeon believes that the optic body was damaged during loading due to scratches observed on the lens during a postoperative exam, prior to light treatments. The lal was explanted on (B)(6) 2025 and replaced with another lal.